Event description:
It was reported that, "stem and acetabular shell were loose. Replaced stem using restoration modular and v40 head. Used zimmer to replace shell and liner.

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.